Manufacturer narrative:
Product analysis: the clf device was returned to the medtronic investigation lab (plymouth). No ancillary device or images were returned for review. The device was removed from the return packaging for review. A kink was observed along the catheter shaft approximately 45.5cm proximal to the catheter¿s distal tip. A bend was noted in the catheter heating element/coil approximately 5.1cm proximal to the catheter¿s distal tip. Microscopic examination revealed an area of damage at the location of the bend along the heating element/coil. Melting of the fep was observed and a portion of the inner coils were exposed. No anomalies were observed with the connector pins. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional testing. However, the device was unable to pass testing. The clf device was then connected to the rfg2 and rfg3 generators; however, the device was unable to pass functional testing. Upon connection to both generators the screen displayed the error message, ¿advisory: impedance low. Replace device." If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closure fast catheter for patient treatment. IFU was followed. It is reported there was a low impedance issue during the procedure. The generator was power-cycled and the error remained. The device was used in the patient. The catheter was replaced to complete treatment with the same generator. No additional treatment needed. No patient injury reported.